Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 10847 was returned and analyzed. External visual inspection of the balloon segment showed a double-balloon rupture. Both inner and outer balloons were pierced by the broken injection tube. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. No anomalies were identified during inspection and/or pressure testing of the shaft segment. The pull wire, shaft, and guide wire lumen were intact. During inspection of the balloon segment, a broken injection tube was identified at the balloon area. In conclusion, the balloon catheter failed the returned product inspection due to double balloon breach, broken injection tube, and double balloon rupture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. Two patient data files were received and recorded on the reported date of the event. Patient data file number one showed four applications were performed using the console with serial number (B)(6) and balloon catheter number one identified as 2af284 with lot number 10847. Patient data file number one showed ten applications were performed using the console with serial number (B)(6) and balloon catheter number two identified as 2af284 with lot number 10847. Patient data file number two showed five applications were performed using the console with serial number (B)(6) and a balloon catheter identified as 2af284 with lot 10856. Patient data file number one using console (B)(6) and balloon catheter number one identified as 2af284 with lot number 10847 showed system notice 50032 (the safety system has detected a compromised outer vacuum) during the transition phase at application number three and four. Patient data file number two didn't show any system notice on the reported date of the event. The failure file was not received. In conclusion, a 50032 system noticed was observed in the data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.